Manufacturer narrative:
Insertion post could not be removed from dental implant. The implant needed to explanted. No other implant was placed in the same surgery. Due to improper use, the screw has been overtightened and the hexagonal socket has been damaged. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant. The implant needed to explanted.